Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot their au680 clinical chemistry analyzer over the phone. The customer found ise tubing line #3 leaking. The failure mode as identified as being caused by leaking tubing. The customer replaced the ise tubing and performed enhanced cleaning which resolved the issue. No further issues were noted after part replacement. Section a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported erroneous erratic patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) with low/negative anion gaps on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.